Manufacturer narrative:
Examination of patient x-rays as well as the returned femoral head and liner finds evidence to confirm liner disassociation. The ceramic head shows evidence of gross titanium material transfer due to articulation against the titanium acetabular cup after disassociation of the polyethylene liner. The anti-rotation devices have been fractured and/or damaged. There is a fracture or peeling appearance of a portion of the positive barb, or raised lip of material, intended for locking within the mating cup. Expected damage to the positive locking barb feature is not found opposite the anti-rotation devices that remain intact. The greatest articulating wear is found superolaterally on the liner, indicating the device was not evenly loaded by the femoral head. A search of the complaints databases has identified no other reports against the acetabular liner. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. A search of the complaints databases identified no other related reports against the product/lot code combinations. A review of the reported device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. With the limited amount of information provided, it cannot be determined that the complaint is product related. The investigation can draw no further conclusions with the information made available. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been identified. Monitor via sep-419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Revision due to disassociation of the liner from the cup, pain, and subluxation.